Event description:
The laser system has overheating.

Manufacturer narrative:
The temperature settings need re-adjustment. After adjustment the laser system restarted to work. We are unaware about patient injury.